Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that the large hem-o-lok clip applier tip jammed.

Manufacturer narrative:
The large hem-o-lok clip applier was placed and driven on an in-house system. The instrument passed the recognition, engagement and clip tests. The grip was not jammed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with bipolar cord the clips attaching to the instrument or clamping. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.